Manufacturer narrative:
Reported event: an event regarding setting time involving an unknown bone cement mix was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -device history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and device information as well as pathology reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right elbow replacement on (B)(6) 2021. Allegedly during the procedure, the bone cement hardened too quickly to properly place the ulnar component. A new ulnar component using competitor bone cement was used however allegedly the ulnar component was malpositioned. It is further alleged the plaintiff has lost use of her elbow and suffers severe pain.